Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported there was undersensing at implant attempt. There was normal device function when the device was set at .3 mv and failure to sense and noise when the right ventricular sensitivity was set to 1.2 mv. The device was not used. No patient complications were reported as a result of this event.